Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies during visual inspection. The device was received with cracked case at the display window corners, and severely scratched lcd window.

Event description:
Customer reported that the buttons were not working and that the numbers scrolled without input during a bolus. The blood glucose reading was 200 mg/dl. She also reported that the insulin pump alarmed for a button error. She stated that she had been to the beach and that the insulin pump may have been splashed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.